Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which found that it failed the cutter insertion test due to worn out bearings, the neuro-tip leg had been drilled into, and the color bands were faded. An assessment was performed which found that the bearings were worn out and loose creating a situation whereby the cutter device was not able to be inserted. That was because the bearings were no longer in axial alignment, not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings (normal wear). It was determined that the drilled neuro-tip leg was due to excessive lateral force placed on the device causing the drill device to flex and to come into contact with the neuro-tip leg. The damage was caused by user error. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root causes were determined to be due to user error and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery the craniotome device had loose bearings and was occluding the burr lumen. During in-house engineering evaluation, it was determined that the device failed cutter insertion test due to worn out bearings, the neuro-tip leg had been drilled into and the laser etching was worn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.